Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked. The following information was provided by the initial reporter: the nurse stated when she started the IV that blood began to pour out of the back of the device immediately on insertion.

Event description:
It was reported by the customer that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked. The following information was provided by the initial reporter: the nurse stated when she started the IV that blood began to pour out of the back of the device immediately on insertion.

Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Bd received two photos of an 18ga x 1.16in. Insyte autoguard bc unit. Through the visual inspection of the photos, no abnormalities were observed. The report explains that there was leakage at the back of the device. This may be caused by a damaged or missing vent plug. The photos display a vent plug present in the device and no damage can be observed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.